Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure, stent thrombosis, myocardial infarction (mi) and angina occurred. The target lesion was located in the right coronary artery (rca). The reference vessel diameter was 4mm and the lesion length was 35mm. Pre-procedure was 100% stenosis and post-procedure was 0 % stenosis. A 2.0x24mm liberte stent was implanted. Due to a long stenosis an additional 4.0x18mm non bsc stent was implanted. The procedure was a technical success. The patient experienced in-stent thrombotic occlusion and timi flow 0 with 0% stenosis observed. The same day, the patient experienced an inferior mi with ECG changes of a new q wave and rise in cardiac markers. The patient was on clopidogrel and asa at the time of the occlusion and mi. The patient was discharged 10 days post index procedure with unstable iiib angina. Medications included asa 100mg daily/indefinitely and clopidogrel 75mg daily for 12 months.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause classification is anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use.(B)(4): device not returned for analysis.